Manufacturer narrative:
Additional medical information received regarding incident.

Event description:
The patient was provided with a diagnostic lens and after instilling the lens the patient complained of pain in the right (os) eye. It is reported that after a few minutes the patient collapsed. The contact lens was removed by the eye care provider and the patient was transported by ambulance to the hospital. Additional medical information received (B)(6) 2017. The patient was seen by the eye care provider for a follow up visit on (B)(6) 2017. No appreciable defects found on the eye, the incident has fully resolved. The incident did not result in any permanent condition or require medical intervention to preclude permanent impairment of eye function or structure, and did not result in any temporary or non-sight threatening ocular conditions.

Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient is new to contact lens wear and was being fit by the healthcare provider with the lens in question. The patient was provided with a diagnostic lens and after instilling the lens the patient complained of pain in the right (os) eye. It is reported that after a few minutes the patient collapsed. The contact lens was removed by the healthcare provider and the patient was transported by ambulance to the hospital. This event is being reported out of abundance of caution due to incomplete diagnosis - lack of medical information and unknown resolution.